Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Reporter alleged obtaining the results of 381 mg/dl and 167 mg/dl back to back within 10 minutes on the aviva system. Reporter alleged that hours later, she obtained the results of 310 mg/dl, 71 mg/dl and 74 mg/dl back to back within 10 minutes on the same aviva system. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.